Event description:
A customer reported that an rh mistype had occurred on galileo echo (B)(4).

Manufacturer narrative:
A review of the image result files showed that red cells were not resuspended in the anti-a, anti-b, anti-d4 and anti-d5 test wells. An immucor field service engineer performed the unexpected reaction checklist, replaced the main probe assembly, cleaned rinse station, filter, and washer manifold. Daily maintenance was performed. Qc was performed with acceptable results. The customer tested multiple samples and results were as expected. The echo is operating within specifications.